Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11 the device was not returned to olympus for inspection. An olympus endoscopy support specialist (ess) was dispatched to the user facility and confirmed the reported issue: error message communication error b30. The ess cleaned the scope-connector contacts, power-cycled the system, and verified that the error persisted. The ess advised the customer to return the scope for service. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a scope communication error (b30). The issue occurred during inspection for use. There were no reports of patient harm.